Manufacturer narrative:
A follow up report will be submitted once the device evaluation is complete.

Event description:
Welch allyn received a report from a welch allyn customer stating that their display went blank during use. A display that goes blank during use could result in the loss of centralized patient monitoring. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The display was returned and reviewed by welch allyn product service who confirmed the findings for no display. Possible causes of no display may range from inverter board or mainboard failure. The display failed out of warranty. Welch allyn provided a new display to the customer. No further investigation will be conducted.